Manufacturer narrative:
For the two reported malfunction, the devices were returned for evaluation. The evaluation for one of the malfunctions identified a break. The other investigation is inconclusive as the allegedly broken luer/hub was not returned for evaluation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the reported information indicated that model 0601610 port and catheter accessory allegedly experienced a crack. This information was received from multiple sources. The two malfunctions involved patients with no known impact to the patient. One patient was a (B)(6) year old male weighing (B)(6). The other patient¿s age, weight, and gender was not provided.